Manufacturer narrative:
Investigation: the available components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. It was found that the inner and outer sterile packaging is damaged, and therefore sterility can no longer be guaranteed. We have noticed that the device is backwards in the packaging. We assume that the implant has been taken out through the hole in the sterile packaging, and after that put back in incorrectly. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: we assume that this damage was cause during transportation. Rational: the device was part of a loan service. The condition of the packages and the manufacturing date of the device allow the conclusion that due to several transport processes from loan service to customer and back, or by the customer self, the packaging was damaged in a way that the sterility is no longer being complied. CAPA 700003404 has been initiated.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. When the outer packaging was opened the inner package had a hole, deeming the implant not sterile. Occurred during tka (total knee arthroplasty) surgery. No patient harm reported. No surgical delay reported. No addition intervention needed.